Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had minor scratches on the display window.

Event description:
Customer reported his insulin pump went completely blank. He replaced the battery three times but the issue persists. Customer's blood glucose is 157 mg/dl. The battery compartment or cap is not damaged. Customer stated the device got wet in the rain two weeks ago. The device was under his shirt. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.